Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The s5 roller pump was returned to livanova (B)(4) for further investigation. During the evaluation the reported failure could be confirmed and reproduced. However it was not possible to determine a specific root cause of the reported. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed a motor control error message during procedure. There was no report of patient injury.